Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m19196t802, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 20 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction catheter became dislodged from its position and caused the sheath to inflate, indicating an air leak. No further information has been provided at this time.